Manufacturer narrative:
This report contains supplemental information for mentor psr reference number ip (B)(4). . Device evaluation summary: mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Based on the information available, no further action is required at this time. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Reason for device explant and/or reoperation: right capsular contracture; baker grade iii date of explant: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number ip (B)(4). It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with 250cc mentor memorygel breast implant and experienced right side capsular contracture; baker grade iii postoperatively. On (B)(6), 2021, mentor became aware that the date of surgery is scheduled for (B)(6) 2021.